Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was unknown. The patient was not hospitalized for the event of peritonitis. On the same day as the onset, the patient began treatment with injection reflin (1 gm, daily and route of administration not reported) and amikacin (250 mg stat and 125 mg maintenance daily, route of administration not reported ) for the event of peritonitis. Treatment was ongoing. The outcome of the event was unknown and dianeal therapies were ongoing. No additional information is available.